Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. Correction to b2: outcomes attributed to ae and d1: brand name. B2: outcomes attributed to ae: remove congenital anomaly. This was mistakenly selected in the initial submission. H4: the lot was manufactured from december 3, 2019 - december 5, 2019. H10: the actual device and two (2) companion samples were received for evaluation. The actual sample was returned to the plant containing 72 ml of residual fluid in the device. A visual inspection was performed on all samples using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all samples and found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After the expected infusion time of 24 hours, the device was "not totally empty". The device had been filled with 12g of tazocilline in 240ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.